Event description:
False negative urine hcg. There was no impact to the patient as a result of the event.

Manufacturer narrative:
Instrument was examined by technical specialist and performed according to specifications. False negative could not be confirmed with reagent returned to manufacturer by customer.